Manufacturer narrative:
A review of the device history record (DHR) was performed, and no anomalies were noted. This device met all specs upon release. No other complaints have been rec'd on the lot number in question. A review of similar complaints was performed and currently there are no upwards trends in complaint rates associated with this type of reported malfunction. Add'l MFR narrative: the device in question was returned to boston scientific approx 5 mos after the user facility initially reported the complaint where they stated that the device would be returned for analysis. Upon receipt of the device, it was noted that the ptfe coating was observed lifting at approx 47, 72, 78, and 118 cm from proximal end. The wire was kinked at 27 cm from proximal and 13 cm from distal tip. The wire met outer diameter specs as well as the hypotube. Scrape marks, abrasions of ptfe coating and indentations were observed between 64 cm and 70 cm from proximal end. The wire passed the ptfe adhesion test performed with the end of a wooden q-tip in the areas adjacent to the sections where peeled off ptfe was observed. The kinked condition of the wire and the damaged ptfe coating indicates that the wire was forcibly inserted or retrieved, causing the ptfe coating to peel at several sections. The instructions for use (IFU) under precautions advise:" due to the variations in the inner diameter of some catheters, abrasion of the hydrophilic coating may be caused by a tight catheter. Never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy". However, other procedural factors in addition to a tight catheter could have contributed to the event. Therefore, boston scientific could not conclusively determine the cause of the user's experience.

Event description:
The physician reported during procedure, the guidewire in question was inserted through the artery; however, he found it difficult to navigate the guidewire through the artery due to resistance. The physician reported he withdrew the guidewire and found that there was kinked. The procedure was successfully completed with the use of another similar device. There was no allegation of harm.